Manufacturer narrative:
The device has been requested by baxter for eval, but has not yet been received. Should the pump be received for eval, a follow-up report will be filed upon completion of the eval, or if additional info becomes available.

Event description:
The facility reported an infusion pump with a bad key causing a keypad. The event was reported to have occurred during biomed testing. According to the hospital rep, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available.